Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of deep vein thrombosis or thrombus is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, deep vein thrombosis or thrombus, anxiety-product/procedure, arthritis-rheumatoid-ndr, autoimmune/connective tissue disorders-ndr, varied injuries-ndr.

Event description:
Patient reported left side "rheumatoid arthritis for past 7 years," "blood clotting," "autoimmune disorder," "lost hearing in left ear," "brain fog," "has a lot of elements," "scared to death," "blood levels go bad then go back into range," and "possible rupture." The events of "rheumatoid arthritis for past 7 years," "lost hearing in left ear," "brain fog," "blood levels go bad then go back into range," and "autoimmune disorder" are not device related. Device remains implanted.